Event description:
It was reported that this pacemaker system exhibited a signal artifact monitoring (sam) episode due to detected atrial fibrillation (af). Technical services (ts) was consulted and recommended reprogramming options. While reviewing the episodes, a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedances was noted. This pacemaker system remains in service. No adverse patient effects were reported.